Event description:
It was reported that a pedicle probe was twisted and broken while being used for a screw in the ilium. The broken tip was left inside the patient. No other patient complications were reported.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. Visual macroscopic exam confirmed the breakage of the tip. The remaining portion suggests probe was used to break the cortical bone. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.